Event description:
It was reported that a customer observed a solution administration set in which the roller was missing from the roller clamp. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.